Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic distal gastrectomy, the knife did not return to home position at the 4th firing. The device was used for the delta anastomosis on the stomach. The manual override lever was used to release the device. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 3/2/2020. D4: batch # t5e39a. Investigation summary the analysis found that one pcee60a device was returned with no apparent damage and with one gst60b cartridge loaded in the device. The cartridge reload was received fully fired. In addition 9 staples in b-form were received inside a plastic bag. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The knife reverse button worked properly during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.